Manufacturer narrative:
The device was received for evaluation. Report of "balloon burst" was confirmed. As received, the balloon was found to be ruptured in the central area. The balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. Laboratory findings were aligned to the customer photo. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU was reviewed and indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Based on the available information there is no evidence that supports or confirms the failure is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through balloon and winding inspections. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing prior insertion of this fogarty embolectomy catheter, the balloon burst when trying to inflate it. There was no allegation of patient injury. The device was available for evaluation. As received, the balloon was found to be ruptured in the central area. Balloon edges did not match at the ruptured region.